Manufacturer narrative:
This is a combination product. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) was crushed or caught up in cartridge and would not come out. There was no patient involvement. No further information provided.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 2983 for stuck in cartridge was not indicated in the initial report . This this report is submitted to correct this error. Section h6: should have also included medical device problem code 2983 to capture the event of stuck in cartridge. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review of the initial report it was observed that section g4 combination product was indicated and in section h10 a comment was entered; this is a combination product. This statement should not have been provided and g4 should not have indicated combination product. Although the device is a preloaded device, both an intraocular lens and insertion device it is considered a single unit and is not packaged separately. Additional information: section d9: device available for evaluation: yes section d9: return to manufacturer: 3/6/2021 section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint product was returned in its original packaging. Also, some label stickers were received. Upon evaluation all the components were correctly engaged, the plunger was in an advanced position, and the pushrod looks centered. No assembly error and/or defect related to the manufacturing process was identified. Traces of lubricant material were observed at the cartridge. The lens was received out of the device with loose particles and lubricant material residues on its surface. After cleaning the lens no damage was observed. Therefore, the reported issue was not verified. No product quality deficiency was identified. Manufacturing records review: manufacturing record review (mrr) was conducted and no ncrs/discrepancies/deviations for similar issues were found during the manufacturing record review. The units were released according to specification in compliance with the product's intended use as required. Historical data analysis: a search of complaints revealed one additional complaint has been received for this production order number; however, it is not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.